Event description:
On 07/19/2024, it was reported by a sales representative via sems-(B)(4) that an ar-8927dsc disposables kits drill made it about halfway down the guide, it abruptly cold-welded, and the blue protective coating on the drill guide fragmented into multiple pieces. This occurred during a procedure when the blue drill guide was placed against the patient's bone to drill a pilot hole. As the drill made it about halfway down the guide, it abruptly cold welded and the blue protective coating on the drill guide fragmented into multiple pieces. The patient was not injured during the encounter, they simply opened an additional drill kit and completed the remainder of the case without issue.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 07/24/2024, additional information was provided by a sales representative via email who stated that the event occurred on 07/18/2024. All debris was retrieved from the patient. There were no delays, need or additional anesthesia and there was no harm to the patient.

Manufacturer narrative:
Additional information: g3, h3, h6. The complaint allegation is confirmed. Photographic evidence provided from the field of an ar-8927dsc, with batch number 15123555, revealed that the distal end was damaged. Therefore, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to misaligned insertion, prying/leveraging the device during insertion.